Event description:
It was reported that the patient presented to the clinic after receiving defib therapy at home a few days prior. The physician noted several episodes of aborted therapy and suspected emi or lead damage based on the segms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.